Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure, a faradrive steerable sheath was selected for use, however, the tip of the dilator was physically damaged, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis.